Event description:
Customer reported that the lift column movement is intermittently sluggish, erratic or the column will not move at all when pushing the up/down buttons. The problem occurs during procedure but there were no patient injuries as a result of this problem.

Manufacturer narrative:
Gehc surgery field service engineer installed and tested new lift column power supply. Lift column moves smoothly. Close case.